Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/221831771, UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6)/221832108, UDI#: (B)(4). H3:analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional code img g02005 is applicable for product ID: nim4cpb1, serial #: (B)(6) and product ID: nim4cpb1, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, one of the patient interface boxes was not registering. Only one at a time. The representative did the software upgrade and the device was still only registering one pi box. The procedure was completed with hard wired. There was no patient involved.

Manufacturer narrative:
H3: analysis found console was received with software rev: 1.5.4 installed. Fault is due to a failed power management pcb. Analysis for product ID: nim4cpb1 serial number: (B)(6) found that item was received with software rev: 1.5.4 installed. The patient interface failed electrical safety testing due to failed stim board and loose pins on the afe pcb. Analysis for product ID: nim4cpb1 serial number: (B)(6) found no fault found. Item received with 1.5.4 . Updated unit to sw 1.6.4 via nim vital console (B)(6). H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Codes fdr c0201and c07 are applicable for nim4cpb1 serial number: (B)(6) codes fdr c19 and fdc d20 are applicable for nim4cpb1 serial number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.